Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers alleges: persistent pain and discomfort , furthermore recent blood tests revealed that he has significantly high levels of cobalt ions in his blood stream. The presence of said ions at higher than normal levels can cause further health complications which may require medical intervention.